Event description:
An optometrist reported residual astigmatism in a patient's left eye 2 months 23 days post lasik. Patient reported slight blur. Upon follow up, it was reported that site waits until 6 months post lasik to determine if an enhancement is needed. Patient will be seen at that time.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).